Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that device shut off during patient use; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. While troubleshooting, it was noticed that the battery voltage was at 13.26. In the significate log, he noticed the code 1204, low internal battery at the time of the incident. The rse provided the customer with the email with the bench document. Created a bench wo. The customer stated the power cord seems to be ok and not causing the issue. He plans to ship it to the bench for repair. Investigation is ongoing.

Manufacturer narrative:
Additional information received: per customer response, it was confirmed that the device was in use on a patient when the incident occurred. The patient desaturated into the 70's, however recovered with a non-rebreather mask on after a couple minutes. Patient was then put on a different bipap machine and treatment was continued. Clinical assessment was performed: it was reported that the v60 shut down while in use on a patient. It was initially reported that there was no harm to the patient. However, further information was received after follow up questions that indicates the patient desaturated into the 70's, however recovered with a non-rebreather mask on after a couple minutes. Patient was then put on a different bipap machine and treatment was continued. Codes updated. If additional information becomes available a supplemental submission will be done.

Manufacturer narrative:
Bench repair evaluated the device, and it has passed all the tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.